Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3093-33, lot# v339439, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (via a manufacturer representative) regarding a patient who was implanted with a neurostimu lator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient had a similar experience back in 2014 where the patient's symptoms got worse, the implantable neurostimulator (ins) was checked, and high impedances were seen. The lead and ins were replaced at the time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative regarding a patient. It was reported that the patient had to have her system replaced in 2014 due to the impedance with no history of physical trauma to the system. There were no explanations provided by technical services. It was also reported that the patient and the physician do not know the cause of the impedance issues. In 2014, the system was replaced due to the impedance. There were no further complications or anticipations reported with this event.